Event description:
It was reported that the silver hose tie was exposed that connects the hose of the maestro drill to the diffuser block during testing at the user facility. After return to the manufacturing facility, it was reported during service inspection that the hose of the device was separated from the diffuser block and leaking oil. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the silver hose tie was exposed that connects the hose of the maestro drill to the diffuser block during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of the hose being separated from the diffuser block and leaking oil was confirmed. This allowed the sst wire (function is to retain the exhaust hose) found between the hose cuff and the diffuser block to be exposed. The device was also leaking oil due to the separated hose. The hose can separate from the diffuser block due to an issue with the hose tie.